Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery checking, valve checking, a test run, cleaning, and software version was checked.